Event description:
It has been reported to philips that, system was failed to boot-up and stayed at 0. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and confirmed the reported problem. Troubleshooting actions showed a problem with the flexvison pc. The fse replaced the flexvision pc and device returned to full functionality.

Manufacturer narrative:
The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that frame grabber card errors resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.